Event description:
It was reported that the user experienced hyperglycemia while using the ilet with an inset 6 mm 23" infusion set, with the highest blood glucose approximately 500 mg/dl and sustained out-of-range readings for about six hours; no delivery alarms occurred, a fingerstick confirmed the high, and the user noted a history of post¿set-change highs. Symptoms included none reported. Outcomes included user self-management without outside assistance or medical intervention, with glucose trending down to about 350 mg/dl after troubleshooting. Investigation included troubleshooting and education, including guidance to change the infusion set and shipment of alternative infusion supplies (contact detach) per user preference. Investigation of this case revealed no device alarms or observed set failure on removal, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.